Event description:
It was reported that the patient immediately felt nauseous after a refill. The patient became sleepier as the health care provider (hcp) was assessing the patient. The patient was then transferred to the hospital. It was stated there was no way medicine came out of the reservoir during the refill. 20 ml of drug was in the vial and the hcp used fluoroscopy throughout the refill. All 20 ml was placed in the reservoir. It was thought that the patient had a bolus somehow. The hcp wanted to know that could occur and how that would occur. The pump was infusing clonidine, bupivacaine, and dilaudid (hydromorphone). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Event description:
Additional information received reported that the patient¿s pump was recalled. The exact recall was not known. The patient received a new pump on 2015 (B)(6).

Manufacturer narrative:
Concomitant product(s): product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 22-mar-2017 from a legal firm indicated delivery failure had occurred. The patient experienced withdrawal and overdose. The date of the 'malfunction/overdose' was (B)(6) 2015. No further complications were reported/anticipated.